Manufacturer narrative:
The used device was returned to conmed for evaluation with opened original packaging. The reported catalog and lot number were verified. Visual inspection and measurement of the device's jaws found the jaws were wider than the specifications, thus allowing the clip to fall out prematurely. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. A review of this lot number, with 1,332 pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 12 other similar complaints, with 15 devices, for this product family and failure mode. During this same time frame, 48,174 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.033 percent, if all complaints were confirmed. The instructions for use advises the user of the following. - always check to see that a clip is in the jaws before squeezing the trigger. Closing of empty jaws on tissue may cause tissue damage. An investigation has been initiated to determine if corrective action is required. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during pre-op testing, the clip on the 530 clip applier would fall off from the jaw. The procedure was completed with an alternate device and no surgical delays. This defect was found prior to surgery, so there was no patient contact. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.